Manufacturer narrative:
(B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. (B)(6). Device not returned to manufacturer.

Event description:
Doctor reports that a screw (iunihg) fractured in patient's mouth sometime in (B)(6) of 2018. Doctor had initially torqued down the screw to 25 ncm. He was able to remove the broken portions from the implant and replace the screw with one that he had in stock. Tooth site #18.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months and no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. The complaint reported a screw fractured in the patient's mouth. They were based on the evaluation, the device malfunction could not be verified. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.